Manufacturer narrative:
Evaluation of the returned pod6 revealed pusher assembly kinks. If the device is advanced against resistance, damage such as this may occur. Further evaluation revealed that the pod6 was returned with its embolization coil advanced through the introducer sheath. Therefore, the report that the pod6 was stuck in the introducer sheath could not be confirmed. The embolization coil was undamaged and intact with the pusher assembly. Due to the pusher assembly kinks, the pod6 was unable to be re-sheathed and could therefore not be functionally tested. Evaluation of the returned lantern revealed ovalizations on the distal shaft. If the device is forcefully pinched or gripped or is otherwise mishandled during use, damage such as ovalizations may occur. During functional testing, a demonstration pod coil was unable to advance through the ovalization on the distal shaft of the lantern. The ovalization likely contributed to resistance during the procedure and the functional test. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02765.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician successfully implanted one pod coil. While advancing the next pod coil through the middle of the lantern, resistance was encountered. The pod coil was removed and the lantern was flushed on the back table. During re-advancement of the pod coil into the lantern, resistance was encountered. Therefore, the lantern and pod coil were removed. The physician attempted to re-advance the same pod coil into a new lantern and reported that the pod coil was stuck in its introducer sheath and would not advance. Therefore, the pod coil was removed. The procedure was completed using a new pod coil, seven pod packing coils (pod pcs), one ruby coil, the new lantern, and the same catheter. There was no report of an adverse effect to the patient.